Event description:
It was reported that the patient developed a sciatic nerve problem that was not related to the device as far as she knew that went down to her legs. The patient did not have this after the device was implanted. The sciatica developed slowly over night, and it got worse after she got up. The patient reported that it had been like that for two weeks. It did get better wednesday, (B)(6), 2012; however, on thursday, (B)(6), 2012, it got worse again and the patient believed she may have done too much the day before, but she was not sure. The patient could walk, but was dragging and it hurt when she lifted up her leg. There was no pain when the patient would sit just when she would move or walk. The device was working for the patient's retention problems. She said it was a little bit better and did not know if it was too soon to tell if the device was working properly, as it has only been four months since implantation. The patient used to have to catheterize seven times a day and was down to three times a day. The patient was not aware of any accident or incident that might be related to her sciatica.

Event description:
Additional information received reported that the patient received assistance on (B)(6)-20212 and their concerns were resolved.

Manufacturer narrative:
Product ID 3889-28 lot# v846377 serial#, implanted: 2012-(B)(6) explanted: product type lead product ID 3037 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).